Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. However, other defects were found to be impairing the device function. "Tornado": preventive replacement of o-rings performed acc. To (B)(4); motor does not turn: motor replaced; motor corroded - motor replaced; protective conductor resistance out of tolerance - motor cable replaced; motor cable corroded - motor cable replaced; defective o-rings replaced; unit cleaned; functional test performed; functional test acc. To test procedure completed; hipot test completed; electrical safety test acc. To iec 60601-1 completed; safety test checklist enclosed. As per the input check report the tornado shaver handpiece shuts down the pump. This is an indication of an electrical short. An electrical short due to excessive fluid ingress and corrosion may lead to the device heating up. Hence, these are the potential root causes of the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09-18-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) via phone that the tornado shaver handpiece device was warming up. During in-house engineering evaluation, it was determined that there was an electrical short in the device. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.